Manufacturer narrative:
Evaluation summary: a review of the service request indicates that the company representative found the cause to be the customer using the system incorrectly. The company representative notified the customer. The system was then tested and met all product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to the customer using the system incorrectly. (B)(4).

Event description:
A customer reported that the infusion did not open. Two system messages were displayed. In the technical service opinion the event was due to an user error. The event occurred before surgery. No patient involvement. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).